Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve beds are saturated. Additional malfunctions are the pilot valve is not shifting, the on/off switch has no alarm, and the tie wrap is missing.